Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.5/3.0/104 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. On (B)(6) 2023 the lens was explanted, this resolved the problem. Cause of the event is reported as unknown. Reportedly, patient did not consider replacement or alignment surgery.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).